Event description:
The complainant alleged while attempting to treat a male patient (age unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
No UDI justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and battery were returned to zoll medical united kingdom for evaluation and the device performed to specification. The device was put through extensive testing including all functional testing, impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycle testing without duplicating the customer's report. The device was recertified and returned to the customer. Review of the device logs from the event date of 7/7/24 observed the device shut off after prompting a low battery and shutdown warning. This is the normal operation of the device when operating with a low battery. The device worked as designed and within the limitations of the technology. The customer did mentioned no spare battery was available as a backup for this vehicle. It's noteworthy to mention; per x-series operators guide, guidelines for maintaining peak battery performance, "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days. Analysis of reports of this type has not identified an increase in trend.